Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that her wife's new insulin pump was not working well. Customer's blood glucose level was unknown at the time of incident. Customer's husband stated that her old insulin pump was switched to a new insulin pump. Customer was advised that though the insulin pump was not working but her settings just needed to be adjusted and he went to her healthcare professional and settings were updated. Customer stated that the old insulin pump was working fine and he would like to keep that insulin pump for his wife. Insulin pump will be returned for analysis.